Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump when it was primed. Customer stated that it is a new infusion set and they took the reservoir out of the pump to push the plunger. Customer stated that there was no insulin drop from the infusion set.